Event description:
As reported, in 2003, this pt was implanted with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. At an unk date aneurysm enlargement was observed. There were no identifiable endoleaks observed on imaging. In 2008, this pt underwent a reintervention in which the left hypogastric was coiled and the contralateral leg component was implanted to extend the endoprosthesis distally. No further adverse events were reported.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Also implanted in the pt (pcc141400/lot#023431804 and pcl161407/lot#030924210). Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please refer to PMA supplement.